Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
E2 is health professional? - correction. E3 - additional information. G2 - correction. H2 - correction/additional information.

Event description:
Subsequent to the initial MDR, a correction is required.